Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 176 mg/dl. Customer stated that the insulin pump began flashing then it went dark. Troubleshooting was provided for the blank display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was monitored for 1 day. No blank display, flashing display or dark screen display anomaly noted during testing. Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test.